Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 10/09/2019, mentor confirmed that psr submission reference numbers (B)(4) were duplicated. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this complaint file, manufacturer's reference number 1645337-2019-19804. The date of explantation is reported as (B)(6) 2017 in the duplicate report, however, the correct date of explantation was (B)(6) 2019. The date problem observed was 10/11/2017. The side was left side. The patient¿s age at the time of the event was 40 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/01/2019, the mentor failure analysis lab has received the device for evaluation. Concomitant products: a mentor memorygel breast implant 275cc, catalog number: 3502754bc, serial number: (B)(4), lot: 7335839. On 06/15/2019, during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A manufacturing record evaluation (mre) was performed for the finished device number 7335839, and no non-conformance's related to the reported complaint condition were identified. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis reason for device explant and/or reoperation: capsular contracture. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 275cc and experienced capsular contracture baker grade iii on the right breast implant. As a result, the patient had undergone removal and replacement with a mentor memorygel breast implant 275cc on (B)(6) 2019.